Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one photo was provided; the picture is from an or monitor, three staples can be seen and the staples appear to have the proper formed shape. Based on the photo alone the event describe cannot be confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what were the indications for surgery? Left upper lung adenocarcinoma . Were the artery and vein both transected in one firing? No, two firing . Was there other tissue within the jaws when the artery and vein were transected? No . Could you provide additional detail on shape of staples? With irregular shape . What was the source of the bleeding? From the vein and artery . Were malformed staples identified on both sides of the cut line? Yes, but not all, outside line of the cut line . Please confirm that patient lost 200ml of blood and received a transfusion. Yes . How exactly was the bleeding stopped? Did hemostasis by compression and gen11 product to stop the bleeding . What harmonic disposable device was used? Gen11 and ace+ . Was the device difficult to close or fire? No . Were any unusual noises heard. No . What is the current patient status? Stable and in hospital now.

Event description:
It was reported that the staples malformed after firing. During the endoscopic resection of left upper lobe of the lung, when severing the vein and artery, after fired with ecr60w, the staples malformed. The patient lost about 200ml blood, with blood transfusion. Did hemostasis by compression and used gen11 product to stop the bleeding. Applied absorbable haemostat to wound as the photo shows. The surgery delayed about one hour. The patient is stable and in the hospital now. The patient¿s length of stay is standard for this procedure and is not extended.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2018. Batch number: p56k01. The analysis found that the ec60 device was received with no apparent damage and with two ecr60w cartridges reloads present. The reloads were received fully fired. The device was tested for functionality with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.